Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the pt had back surgery on their l4 and l5 for they got a fusion so there were now pins in them. Pt said the surgery was not related to the medtronic device because the issue was with their l4 and their discs were completely gone. Since the surgery they had issues with their stimulation therapy. Sometimes the pt would have their therapy set pretty high and when they would arch their back they could feel the stimulation and then it would no longer feel like they had stimulation at all, then 2 or 3 minutes later it would kick back on again. The patient was redirected to their healthcare provider to further address the issue.